Manufacturer narrative:
The pump remains implanted in the patient and is thus not available for return to the manufacturer. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support and his recent history of recurrent polymicrobial infections. There are possible patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection and sepsis are known potential complications of patients after any surgical procedures or in those with open access sites. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Driveline cable remains implanted.

Event description:
A report was received that a patient presented at her routine clinic visit and reported that she had been to see her general practitioner (gp) for a driveline (dl) exit site infection. Her gp had prescribed oral antibiotics. The patient was noted to be afebrile. She was admitted to hospital and treated with intravenous (IV) antibiotics. An abdominal computerized tomography (CT) scan was negative for a fluid collection. Cultures of the dl exit site were positive for (B)(6) while blood cultures were negative.